Event description:
It was reported the battery on the stretcher experienced a thermal event. The stretcher was not in service at the time of incident and there were no injuries reported as a result. The thermal event was contained to the foot end of the stretcher and had self extinguished upon discovery by ems staff. Evaluation and investigation is in progress.

Manufacturer narrative:
On (B)(6) 2022, a ferno representative conducted a visual evaluation of the stretcher at the customer location. The reported issue was confirmed. The stretcher and associated fastener were replaced and the damaged products were returned to ferno for disposal. After further investigation with the component manufacturer, field correction z-0184-2023 (event ID 90957) was initiated on (B)(6)2022 to remove and replace all batteries manufactured in the identified date range.

Event description:
It was reported the battery on the stretcher experienced a thermal event. The stretcher was not in service at the time of incident and there were no injuries reported as a result. The thermal event was contained to the foot end of the stretcher and had self extinquished upon discovery by ems staff. Evaluation and investigation is in progress.